Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the inflow motor ran full, display showed pressure of 0, the pump stopped and displayed a pressure error. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided videos. Visual evaluation of the customer provided videos noted the ar-6480 dw pump was showing a pressure reading of 0 while the rollers were moving continuously. It was further noted in another video that a pressure fault error was given. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error. The dualwave¿ arthroscopy pump user manual, dfu-0212-eo revision 2, lists the following under troubleshooting for pressure fault errors: ensure adequate fluid supply. Decrease the outflow. Check the tubing for damage or pinches, kinks, or blockages. Check the tubing for the proper connections. Replace the tubing. If the failure persists, return to arthrex for repair.